Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was confirmed that the cause of the reported issue was due to an electrically leaky integrated circuit chip, designator u14 from the digital pcb assembly.  The ic chip u14 drew 180 ma of excess off current which depleted the internal hlc batteries.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the readiness display of the device from one of their customers did no show any icons or ok. There was no patient use associated with the complaint. During device evaluation, physio observed that the readiness display was physically damaged: the icons were faintly visible and the lcd crystals were scrambled. In addition it was observed that the device could not be powered on anymore.